Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated ¿unable to proceed¿ messages during a supply change when attempting to change the cartridge and tubing, could not reach the rewind step despite restarts and a dry run, and a replacement ilet was arranged, consistent with a device problem characterized by a complete blockage involving the tube. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a device issue consistent with complete blockage affecting the tube during the fill tubing process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.